Event description:
According to the reporter, the device failed the power on self test. There was no pt involved with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it failed to power up properly. Physio replaced the battery pak, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.